Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the varices during an esophagogastroduodenoscopy with bander procedure performed on (B)(6), 2021. During the procedure, the doctor found the string was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the name of the initial reporter was unavailable despite good faith efforts, however it was reported that the initial reporter was a physician. Block e2: health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Block h6: medical device problem code a0401 for the reportable issue of string was broken. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with all the bands attached. Further analysis noted that the suture was broken, and the knot of the final loop was present on the suture. The handle assembly was not used and there were no visual issues present. A media inspection also showed the suture broken. The reported event was confirmed. Upon analysis, the suture was found broken. Additionally, the knot of the final loop on the suture was present, indicating that the final loop was performed on the suture. This break may be related to user manipulation or technique applied while setting up the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The name of the initial reporter was unavailable despite good faith efforts, however it was reported that the initial reporter was a physician. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the varices during an esophagogastroduodenoscopy with bander procedure performed on (B)(6) 2021. During the procedure, the doctor found the string was broken. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event.